Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (resets) has been confirmed. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. A corrective action has been initiated for the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was resetting.

Manufacturer narrative:
Supplemental report: 06/03/2016. Device evaluation of monitor sn (B)(4) was completed. The cause for the resets was isolated to an sd card fault. The root cause for the sd card fault was unable to be positively determined. No adverse event resulted from the defective monitor. Device evaluation of monitor sn (B)(4) is underway. The reported problem (resets) has been confirmed. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. A corrective action has been initiated for the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was resetting.